Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 401 mg/dl. The customer reported took a bolus earlier, but it timed out. The customer did not troubleshoot the issue. The customer did treat the high blood glucose level with a bolus during call. The customer did not troubleshoot the high blood glucose level. The customer request replace infusion set. The insulin pump and infusion set will not be returning.